Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a fundoplication procedure, the needle of the device broke after using the instrument to create knots and during loading the suture. There was no patient injury. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was observed in the needle loading unit. The needle was broken at the swage. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The investigation findings were attributed to a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.